Manufacturer narrative:
Intermittent button response was due to moisture damage keypad trace. There were minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, moisture damage noted on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had a pool party and the pump was exposed to moisture. The customer's blood glucose level was reported to be 268.2mg/dl. It was reported that there was fluid under the lcd. It was reported that the pump would be replaced and returned for analysis.